Event description:
It was reported that a patient experienced leakage whenever he coughed or sneezed. The patient had a blockage and had a procedure to remove the blockage. During the procedure, they burned his prostate. The patient couldn¿t hold his urine and when he did void, it was very slow. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ullq, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).